Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the positioning sensor unit (psu) needed to be replaced. After replacement, the system then passed the system checkout and was found to be fully functional. The psu was returned to the manufacturer for analysis. Analysis found that the psu would not power up when connected to a known good system. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the camera was not able to be detected. This issue was noted outside of a procedure, and there was no patient involvement.